Event description:
It was reported that the customer had an issue where the needle keeps breaking off before the sensor is inserted. Customer stated that the sensor has a needle hub that is stuck in the serter. Customer's blood glucose level was 7.8 mmol/l. Serter released the needle hub. Catch arm is not bent. Customer was advised to return the serter and complete sensor. No additional assistance required.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.